Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via social media that a female patient underwent breast surgery with unknown size unknown gel implants on both sides and suffered unspecified illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No patient contact information was provided, therefore no follow up can be completed and there is no additional information available at this time. Should additional information become available, this case will be re-assessed, and notes will be updated. Initial reporter country is unknown. It will be updated and reported upon receipt of any information. This medwatch report is for the patient¿s right-sided device.